Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8017152. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system caused swelling and pain at the puncture site. Needle was removed and local medication was used.